Event description:
Pt called lfs alleging that the test strips would not start the countdown process after the blood application. Strips were not expired or stored improperly. Test strips were not miss-cut. No adverse event or serious injury occurred. Issue wasn't resolved after trouble-shooting. Customer service representative discussed product discontinuance.